Event description:
Cardiac arrest. A report has been received from an investigator concerning a pt who had been enrolled in an investigator initiated study assessing efficacy of celsior for hepatic graft preservation (is-106-p004). The pt's medical history was not provided. During transplantation in 2004, one hour after graft revascularization, the pt suffered from hyperkalemia at 82 mmol, with bradycardia, and hypotension followed by desaturation. A pulmonary embolism was evoked. Four hours after transplantation a first cardiac arrest occurred, resuscitated at 30 minutes. One hour later, the pt experienced bradycardia and asystole with supra and intra-ventricular conduction disturbances. The pt died the following day at 4h30. The investigator assessed that the causality with celsior was dubious but cannot be excluded. Cardiac resuscitation.